Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. The customer's blood glucose level was 115 mg/dl. The customer stated that the buttons are not responding to the button pressing. The customer was asked if he recalls any significant events leading to the keypad issue and he said that no events. The customer was advised that the insulin pump need to be replaced. The patient was advised to discontinue use of the insulin pump and revert to back up plan per health care provider instruction.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected battery alarm was noted. No display anomaly was noted. The insulin pump had intermittent button response due to corroded keypad traces. The device was also received with cosmetic damage.